Manufacturer narrative:
Evaluation summary: a single used 3066 20 x 1 1\4 proplus deployment chassis was returned for evaluation for difficult to advance \ thread. Examination via microscopy determined that the deployment chassis was not damaged and advanced and retracted freely even as a used sample with dried blood. The beveled acam was not returned for evaluation. Based on the free movement of the deployment chassis and that the beveled acam was not returned, this complaint is not confirmed as a manufacturing defect. Furthermore, the DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Manufacturer narrative:
Please see MFR #'s 3012307300-2018-02336 and 3012307300-2018-02337 for related device incidents.

Event description:
It was reported that a nurse was able to insert the IV catheter needle into the patient's vein, but threading the catheter off the needle was difficult to impossible. It was further reported that this caused the patient pain. No additional patient details were provided.